Event description:
On 8/12/96, rn was working a 12 hr shift using latex gloves. At 7:00 pm she had a nectarine and within 20 minutes had difficulty breathing. A call was placed to 911 and she was found blue and unresponsive. She was intubated and placed on a ventilator at the hosp and stayed for four days. She was diagnosed with anaphylactic shock and respiratory failure. She was required to carry an "epi-pen" and to take benadryl. She is no longer working as an rn and is having trouble finding appropriate work due to latex allergy.